Event description:
It was reported that the monitor on the 9800 system would intermittently shut down during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The both monitors and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.